Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. Analysis results will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator model 37601 sn: (B)(4) found no significant anomalies.

Event description:
It was reported the implantable neurostimulator (ins) depleted prematurely. The right ins settings were stn1: 3-c+ 4,5v, 90us,125hz, stn2: 2-c+, 2,2v, 90us, 125 hz. The left ins settings were stn 10- 11-c+, 2,2v 60us, 125 hz. The ins was replaced. There were no patient symptoms or complications associated with this event and the patient status was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.